Event description:
It was reported the patient's blood glucose level rose to 302 mg/dl while wearing the pod between 5 and 24 hours. The pod generated an alarm. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device was returned and evaluated. Initial attempts to download the data were unsuccessful as all three battery voltages were measured to be lower than expected. The pod was connected to a power supply and the pod data was successfully downloaded. Inspection of the download data confirmed that an 0x3d alarm had been generated by the pod, indicating that the step sensor was asserted before the wire was driven. The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. Inspection of the device did not show any signs of liquid present inside the device. Even though it could not be determined when the tear occurred, it could be concluded that the tear did not contribute toward the observed 0x3d alarm. The batteries were found to be depleted. As the download data does not show increase in pulse with or low voltage detection alarm, it was concluded that the batteries depleted after the run. The exact cause of the depletion of the batteries could not be determined. Inspection of the drive mechanism did not find any other abnormalities. The cause of the 0x3d alarm could not conclusively be determined.